Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: (B)(4). Model: sc-8416-50. Serial: (B)(6). Batch: 7072490.

Event description:
It was reported that patient experienced a pulling sensation on the ipg site. The patient underwent a revision procedure wherein the pocket was moved to the right and paddle lead was moved more to midline.